Event description:
Material # 515070. Batch # unknown. The following was reported: it was also mentioned that awhile back one of the connectors had broken off at the hub before the collar. I observed their process this evening and the nurse administering the medication appeared to be using optima correctly. The disconnect has happened 5 times since august, 3times recently on the same patient. There does not seem to be any rhyme or reason as to when it happens, it has disconnected at the beginning of a new medication bag as well as during the infusion. It has always been with blina and they are running it at 10ml/hr. It was also mentioned that awhile back one of the connectors had broken off at the hub before the collar. I asked for any pictures they had. If receive any, I will attach them. Additional info: the connector broke here, I marked it below with the red line. This is what I was told. I don't know positively if it broke when they connected or disconnected the parts. I would guess disconnect, but that is purely speculation. This issue is not listed below because they did not want to issue a complaint about that, it was mentioned in an off-handed remark. Their concern was focused on the disconnects that were happening.

Manufacturer narrative:
Initial MDR submission. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.